Event description:
The facility representative reported a flo-gard infusion pump that does not start. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. This condition has the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that does not start was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be loose power supply contacts and a depleted main battery. The power supply contacts were re-soldered and the main battery replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.